Event description:
The customer reported bellavista1000 having alarm 389-no o2 dosing possible during patient use. Furthermore, the customer confirmed that the patient has experienced high co2 and died.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log shows that the unit did alarm once 389-no o2 dosing possible, setting was 100% and the o2 pressure zero. The device alarmed 389 no dosing possible, because no oxygen was connected. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault, not following instructions. As a resolution, advised customer to perform unit o2 gas path test and the unit worked according to manufacturer specifications, leak is not visible anymore.